Event description:
A customer observed a false negative anti-hbc patient sample result on the vitros 5600 analyzer, when compared to results from two different non-vitros systems. Biased results of the magnitude and direction were observed on patient samples, it could lead to inappropriate physician action. The false negative anti-hbc result was not reported outside the laboratory, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a single false negative anti-hbc patient sample result was obtained on a vitros 5600 integrated system, when compared to results from two different non-vitros systems. Results of analysis of additional hepatitis marker assays provided by the customer indicate the patient may have been exposed to the (B)(6) virus in the past. Review of datalog files for the event did not identify an analyzer malfunction. There is no evidence to suggest that vitros anti-hbc reagent is not operating as intended. The root cause of the false negative control value is unknown.